Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("gynecological symptom pelvic pain for many years") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important) and abnormal uterine bleeding ("gynecological symptom abnormal bleeding for many years"). In (B)(6) 2017 she experienced external ear disorder ("serious ent (including outer ear problem with several consultations from (B)(6) 2017)"). An unknown time later she experienced abdominal pain ("abdominal pain"), metal poisoning ("possibility the numerous symptoms linked to intoxication by the metals present in the essure implant"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders, headache, muscle pain, abdominal pain, neck pain"), headache ("headache"), myalgia ("muscle pain"), neck pain ("neck pain"), tachycardia ("tachycardia"), myopia ("visual problems (including myopia progression)"), alopecia ("severe chronic hair loss") and skin disorder ("multiple dermatological problems") and was found to have uterine leiomyoma ("centimetric fibroids of the uterus, without pejorative character"). The patient was treated with minoxidil, clobetasol, vitamin b nos and amino acids nos;peptides nos;trace elements nos as well as physical therapy (several kinesitherapies from (B)(6) 2022). Essure treatment was not changed. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, external ear disorder, fatigue, headache, metal poisoning, myalgia, myopia, neck pain, pelvic pain, skin disorder, sleep disorder, tachycardia and uterine leiomyoma to be related to essure administration. The reporter commented: since the insertion of essure, she was confronted with major health problems, the multiplicity and incessant nature of which have greatly degraded her living conditions for many years, the patient experienced gynaecological symptoms such as abnormal bleeding and pelvic pain. She also had significant general symptoms. In addition, she was confronted with serious ent (including outer ear problem with several consultations from (B)(6) 2017) and visual problems (including myopia progression) , for which she had to consult specialists on a regular basis. She suffered from severe chronic hair loss . The patient attending physician, did not rule out the possibility that the numerous symptoms suffered by his patient are linked to intoxication by the metals present in the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2022: for indication: abdominal pain. Conclusion: essure appeared to be in place. No ultrasound anomaly to explain the patient's painful symptoms. Centimetric fibroids of the uterus, without pejorative character. No remarkable anomaly. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("gynecological symptom pelvic pain for many years") in a 41 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced pelvic pain (seriousness criterion medically important) and abnormal uterine bleeding ("gynecological symptom abnormal bleeding for many years"). In (B)(6) 2017 she experienced external ear disorder ("serious ent (including outer ear problem with several consultations from (B)(6) 2017)"). An unknown time later she experienced abdominal pain ("abdominal pain"), metal poisoning ("possibility the numerous symptoms linked to intoxication by the metals present in the essure implant"), fatigue ("chronic fatigue"), sleep disorder ("sleep disorders, headache, muscle pain, abdominal pain, neck pain"), headache ("headache"), myalgia ("muscle pain"), neck pain ("neck pain"), tachycardia ("tachycardia"), myopia ("visual problems (including myopia progression)"), alopecia ("severe chronic hair loss") and skin disorder ("multiple dermatological problems") and was found to have uterine leiomyoma ("centimetric fibroids of the uterus, without pejorative character"). The patient was treated with minoxidil, clobetasol, vitamin b nos and amino acids nos;peptides nos;trace elements nos as well as physical therapy (several kinesitherapies from (B)(6) 2022). Essure treatment was not changed. The reporter considered abdominal pain, abnormal uterine bleeding, alopecia, external ear disorder, fatigue, headache, metal poisoning, myalgia, myopia, neck pain, pelvic pain, skin disorder, sleep disorder, tachycardia and uterine leiomyoma to be related to essure administration. The reporter commented: since the insertion of essure, she was confronted with major health problems, the multiplicity and incessant nature of which have greatly degraded her living conditions for many years, the patient experienced gynaecological symptoms such as abnormal bleeding and pelvic pain. She also had significant general symptoms. In addition, she was confronted with serious ent (including outer ear problem with several consultations from (B)(6) 2017) and visual problems (including myopia progression) , for which she had to consult specialists on a regular basis. She suffered from severe chronic hair loss . The patient attending physician, did not rule out the possibility that the numerous symptoms suffered by his patient are linked to intoxication by the metals present in the essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2022: for indication: abdominal pain. Conclusion: essure appeared to be in place. No ultrasound anomaly to explain the patient's painful symptoms. Centimetric fibroids of the uterus, without pejorative character. No remarkable anomaly quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.